Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the cartridge, infusion set tubing and site. The customer's blood glucose level was not impacted. The customer changed the cartridge, infusion set tubing and site; however, another occlusion alarm had occurred. The customer resumed insulin delivery and had not received another occlusion.